Event description:
It was reported that while in the operating room the catheter was pretested and the md noticed that the tip of the pulmonary artery (pa) catheter balloon did not inflate. As a result, the md requested and inserted a new pa catheter. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay in treatment. The pt outcome is good.

Manufacturer narrative:
(B)(4). F/u report will be filed if add¿l info becomes available.